Event description:
Account experienced low patient sodium results for sixty pt samples. Although no actual pt data was provided, user indicated pt sodium's initially resulting in the range of 128 mmol/l repeated as 136 to 138 mmol/l. No erroneous results were reported. The field service representative found ise, solution bottles expired in software, and reprogrammed ise solution bottles. Additionally noted ise solution 2 calibrator was expired, and ise mixtower was missing an o-ring. Replaced ise solution 2 and missing o-ring. Performance tests were performed and within specification.